Manufacturer narrative:
Device lot number - corrected from 19611602 to 0018471924. Device expiration date - corrected from 08/18/2019 to 10/01/2018. Device manufactured date - corrected from 09/23/2016 to 10/14/2015. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the lesion. During preparation, resistance was encountered when removing the protective cover of the balloon and the hypotube of the shaft detached. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The balloon protector was not returned for analysis. A visual and tactile examination found no damage to the tip, balloon, or blades and no kinks along the hypotube shaft. Also, the examination result of the polymer shaft extrusion found that there was a kink at the transition between the hypotube and mid-shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the lesion. During preparation, resistance was encountered when removing the protective cover of the balloon and the hypotube of the shaft detached. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the lesion. During preparation, resistance was encountered when removing the protective cover of the balloon and the hypotube of the shaft detached. The procedure was completed with a different device. No patient complications were reported.